Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported high values when scanning the adc freestyle libre sensor with no comparison blood test performed. On (B)(6) 2021, a sensor scan of 192 mg/dl was obtained with a diagonal ascending trend arrow, and the customer self-treated with insulin and experienced pain, tiredness in the legs, tremors, cold and sweaty hands, and a loss of consciousness. When the customer regained consciousness, he self-treated with glucose pills and juices provided by work colleagues. No further information was reported. There was no report of death or permanent injury associated with this event.